Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced pain, nausea, chills, inflammation, loss of appetite, weight loss. He had the mesh surgically removed on (B)(6) 2016, and it was stated that the mesh was ¿decayed and broken.¿ no additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion, scarring, infection and recurrence of ventral incisional hernia. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.